Manufacturer narrative:
This complaint is recorded with zimmer biomet under (B)(4). The manufacturing location and address was corrected to el dorado hills per information received.

Manufacturer narrative:
The complaint is being reported by zimmer biomet as (B)(4). The product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the saw blade broke during use. No adverse events have been reported as a result of the malfunction.